Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2020, the patient underwent a primary left total knee arthroplasty. The surgeon indicated retained tibial hardware from previous knee surgeries. The manufacturer of the hardware is unknown. On (B)(6) 2020, the patient underwent a left knee revision with tibial insert exchange, irrigation and debridement, and placement of antibiotic pellet to address infection. Prior to revision, the patient was also experiencing pain, discomfort, swelling, fever, effusion, and instability. The surgeon noted the patient would be on IV antibiotics for 6 weeks following revision. On (B)(6) 2020, the patient presented for a post-operative evaluation with some eschar around wound, mild effusion, and some swelling in the leg down to the foot.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total knee to address septic knee. Date of implantation: (B)(6) 2020, date of revision: (B)(6) 2020, (left knee). Treatment: surgical I&d, tibial insert revised.